Event description:
Swelling in finger, took x-ray no brakeage or fractures. Right pinky finger was swollen for 4 months and went down, a re-occurence of other fingers started to swell for months at a time. Shoulder pain and lower back pain. Now joint and hand pain like carpal tunnel. Metal taste in mouth along with heavy bleeding and missed periods. Now knee and swelling in legs. Headaches, along with abdominal pain.